Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The cause of peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment for the event and the patient¿s outcome was not reported. On an unreported date, the patient's catheter was removed due to peritonitis and dianeal and extraneal therapies were discontinued temporarily. No additional information is available.